Event description:
The reporter called regarding their spinal fusion stimulator, which they discovered is on recall list, and wanted to report the device is currently implanted and that they have been experiencing symptoms including urinary tract infection, skin irritation, and cramping.